Event description:
The dr claims that the fabric was implanted at another hospital on 1/21/98, on the pt's vaginal vault, for a stamey mason procedure. The dr used this procedure to elevate the neck of the bladder in order to decrease incontinence. On or about 7/16/98, the fabric was found to be inflamed, infected and had eroded into the bladder. The dr has elected to leave the fabric in place. The condition of the pt is not available at this time.